Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the tip rubber coating of the ultrasound gastrovideoscope peeled off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. (G3 ¿ date received by manufacturer) should be: 10/28/2024. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, tip cover fixing screw adhesive peeling. (There is a gap at tip adhesive), could not be identified. It can be confirmed that the event occurred based on the facts obtained from the investigation. However, since detail condition of the actual device cannot be confirmed at the investigation, presumed cause of occurrence could not be identified. Root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: as result of confirming instruction manual, it was found that cautions are described related to the phenomenon.¿ olympus will continue to monitor the field performance for this device.